Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. It was reported that during the procedure, the connection between the syringe and the balloon did not work. The balloon ruptured. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis, an attempt was made to pass the liquid through the y section with a locking syringe. This attempt shows no abnormality. Two holes can be seen in the inner, probably due to re-insertion of stylet when inner was stretch. The section with the ibt is not straight anymore; the inner tube has been bent within the balloon. The proximal bonding was in depth observed (cutting the tube in the longitudinal way). No abnormality was found. Nothing was found inside the outershaft which could block the flow when the physician has deflated the balloon. The inside of the proximal bonding is normal. Based on the information provided, functional and visual analysis, the most probable root cause of the deflation difficulty could not be defined. Complaint is not confirmed for this ibt.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
During the procedure, the surgeon had to cut the balloon in order to deflate it and remove it from the cannula as it was not possible to empty the contrast solution from the balloon. There were no pieces left in the patient and no known allergy to the contrast media. No further details are known at this time.